Event description:
It was reported that the shock lead impedance (sli) was gradually increasing and had alerted at 147 ohms. Technical services discussed possible calcification of the lead over time and recommended a commanded maximum energy shock be delivered to evaluate system integrity. The right ventricular lead remains in service at this time and no adverse patient effects were reported.